Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a flashing display. Customer's blood glucose was 186 mg/dl. Battery cap had been replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.

Manufacturer narrative:
After battery installation the device gave an unexpected blank and a white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. We were unable to perform functional testing including self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. We were unable to verify missing segments or partial display due to display anomaly. The device was received with minor scratches on lcd window.